Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia shortly after a supply change when a cgm displayed 393 mg/dl and a fingerstick measured 325 mg/dl; the user calibrated the cgm and initially chose to monitor, then later changed the infusion site only, after which insulin delivery resumed and glucose subsequently stabilized to 166 mg/dl. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient elevated glucose outside target without medical intervention, ketone testing, or use of back-up therapy. Investigation included remote troubleshooting, review of infusion set integrity, assessment of tubing and connections, and user education on monitoring and supply change. Investigation of this case revealed no visible hardware damage or leakage, and the event was consistent with hyperglycemia of unclear cause following a recent supply change with intact components and restored delivery after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.